Event description:
Nurse reports pt called frantic as she was on her fourth cassette change and she can't figure out why it's not working. Able to trouble shoot that it might be the syringe needle. Needle replaced and then she was able to get the medication into the cassette. She said she had another syringe full of medication as well and she is positive she did not contaminate the tip so able to save the medication and return it to the vial. She is going to call the pharmacy and get replacement cassettes for the ones she inadvertently used. " unknown if md is aware. No adverse reactions reported. No further information was provided.